Event description:
Gi stent. The pt had a common bile duct obstruction. When attempting to deploy the stent during the procedure, it failed. During removal of the catheter and stent, the stent became displaced. Upon examination of the stent, it appeared to be kinked and stretched in the middle. The catheter and stent were examined before they were used and were believed to have been intact prior to insertion. The pt had a new stent placed immediately following the removal of the malfunctioning stent. The pt did not experience any problems following the procedure. The facility's biomedical engineering dept did not inspect the catheter and malfunctioning stent after removal. There were no obstructions in the duct which may have caused the stent to fail. The staff is not aware of any aspect of the procedure which could have caused the stent displacement. There have been no previous reports of problems with this catheter at this facility.